Manufacturer narrative:
Evaluation, results and conclusions: inherent risk of procedure ¿ (cva/stroke). (B)(4).

Event description:
The physician treated a lesion in the left ica-eca with a mo.ma ultra device. Post procedure multiple cerebral infarction was confirmed. To treat these cases, drip infusion and rehabilitation were performed. The patient is in remission. The investigator has assessed that the event was not related to the study device.

Event description:
Protrusion of instent plaque lead to onset of the previously reported stroke. Investigator indicated that the event was not related to the mo.ma device/ procedure. Patient recovered after the instent plaque event. The patient had sequelae of light paralysis of the right upper and lower extremities after the stroke.